Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will be most likely discarded.

Event description:
On (B)(6) 2024, infutronix received a report that an IV administration set had a "tubing issue - the pump had a leak". No patient harm. The infusion cannot resume without causing delay in treatment.

Manufacturer narrative:
Follow-up was received on march 6, 2024, indicating that a non-infutronix needle became displaced during use. The patient was re-accessed, and the pump continued to run without issue. There was no malfunction or concern identified with the infutronix product. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).